Event description:
Reportable based on the device analysis completed on (B)(4) 2014. It was reported that poor image and water leakage occurred. During an intravenous coronary ultrasound (ivus) procedure, an opticross¿ imaging catheter was used in order to visualize the unknown target lesion. However, the image quality of the device was not good and so the physician reflushed the catheter and it was noted that water was leaking at the shaft of the device. The procedure was then completed using another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed a kink in the sheath assembly at 27.0 cm from femoral marker to the distal end. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. During image characterization testing, no image appeared in the system due to electrical open at proximal. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).